Manufacturer narrative:
MFR date: 09dec2019. Report date: 10dec2019. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The service technician replaced the touchscreen and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 05dec2019. Date of report: 05dec2019. The determination could not be made that the device failed to meet the specifications. Philips was not authorized to conduct the repair at this time. No product was returned for evaluation so no root cause could be determined. The reported symptom code will be utilized for trending purposes. No relationship could be investigated since no product was returned for evaluation. The complaint will be reopened if a sample is evaluated or if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
PMA/510k : 26dec2019, date of report : 26dec2019. The liquid crystal display (lcd) user interface was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, no failures were identified submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09sep2019.

Event description:
It was reported that the unit's touchscreen displayed vertical colored lines across the entire screen obscuring the view. There was no patient involvement.